Event description:
It was reported that when the patient was hospitalized for a non-related issue, a device check found multiple episodes of tachycardia during af detected as svt. The physician reviewed the surface ECG and recognized the episodes as vt, not being correctly detected due to a high morphological matching of the vt with its spontaneous sinus rhythm. The issue was resolved by programming the morphology discriminator off. There were no adverse consequences and the patient condition was good after the event.